Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a chronic total occlusion (cto) in the segment #1 and a 90% stenosis in the segment #2 of the right coronary artery (rca). After the lesion was crossed with an asahi x-treme xt-r guide wire and an asahi caravel mc microcatheter, the guide wire was exchanged for a sion blue guide wire. Subsequently, an asahi sasuke double lumen catheter was inserted, and a terumo runthrough ns extra floppy guide wire was placed in the side branch. The sasuke double lumen catheter was removed using a kaneka medix kusabi exchange catheter, and the lesion was pre-dilated with a 2.0 x 15mm nipro thouzer balloon catheter along the sion blue guide wire. Under fluoroscopy, a foreign object suspected to be the tip of the sasuke double lumen catheter was observed. Retrieval with a snare was attempted but unsuccessful, so a stent was deployed to embed the fragment against the vessel wall, and the procedure was completed. It was informed that the patient was fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported sasuke double lumen catheter was returned for evaluation. The catheter tip and the marker were detached. The shaft tube was found crushed and stretched proximal the torn end of the microcatheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been applied on the tip of the sasuke double lumen catheter during removal while the catheter tip was fixed by the balloon of the concomitant kusabi exchange catheter. Consequently, the catheter tip was torn off. Although it was concluded that this event was not attributed to product quality, additional treatment by stenting was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not advance this product through a severely calcified lesion, severely stenotic lesion or occlusion lesion. Doing so may damage this product or a blood vessel. [Precautions] ~ this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunction and adverse effects] 1) malfunction ~ separation.